Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir lip was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.